Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The abbott vascular senior medical advisor reviewed this event and concluded that there was no evidence of a device issue or malfunction in causing or contributing to the patient death four years post-procedure. The clip was successfully implanted with reduction in mitral regurgitation (mr). Given the time interval between the procedure and the death, there is no clinical evidence that the device or procedure was casual or contributory to the death. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient death was approximately 4 years post clip implantation.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the patient death. It was reported that one mitraclip was implanted on (B)(6) 2010 in the patient with degenerative mitral regurgitation (mr) reducing mr from 3+ to 1+. At the three year follow-up phone call, the patients family reported that the patient expired in (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that the patient was admitted to the hospital on (B)(6) 2014 with aspiration pneumonia. The patient had dyspnea followed by changes in mental status after a percutaneous feeding tube was placed. When the patient condition was not improving, the patient's family placed the patient in comfort care. The patient expired on (B)(6) 2014.